Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported during a clinical study that after implant of the stent (subject device) on (B)(6) 2022, at the internal carotid artery-communicating (c7 segment) aneurysm, the device was not well apposed to the vessel wall. The physician suggested to implant another flow diverter stent for which the patient family disagreed which contributed to 20 minutes delay to the procedure. 3 hours post procedure patient didn't wake up. A computed tomography (CT) was performed and showed cerebral infarction due to thrombosis on the subject device for which intra-arterial thrombolysis and in-stent balloon dilatation was performed to appose the implanted stent to the vessel wall. Patient was on aspirin enteric-coated tablets 100mg qd and clopidogrel tablets 75mg qd from 03 aug to now (ongoing). The patient is still in the hospital in the state of tracheal intubation, drowsiness, uncooperative physical examination, slightly weaker muscle strength on the right side than on the left side. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that this was the first time the physician used streamline to do surgery independently. After the deployment of the streamline, the physician found under dsa the stent was not open enough and he thought it was because that the vessel of the lesion was quite thin and the stent already attached to the vessel wall, so he finished the procedure. 3 hours after the procedure, the patient didn't wake up, and CT showed cerebral infarction. Another procedure was performed and balloon was used to dilate inside the stent and after the inflation, the stent opened enough and the physician thought it attached to the vessel wall completely. Currently the patient is still in hospital. It is most likely that procedural factors contributed to the reported event, but as the device was not returned to site a definitive assignable cause cannot be determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported during a clinical study that after implant of the stent (subject device) on (B)(6)2022, at the internal carotid artery-communicating (c7 segment) aneurysm, the device was not well apposed to the vessel wall. The physician suggested to implant another flow diverter stent for which the patient family disagreed which contributed to 20 minutes delay to the procedure. 3 hours post procedure patient didn't wake up. A computed tomography (CT) was performed and showed cerebral infarction due to thrombosis on the subject device for which intra-arterial thrombolysis and in-stent balloon dilatation was performed to appose the implanted stent to the vessel wall. Patient was on aspirin enteric-coated tablets 100mg qd and clopidogrel tablets 75mg qd from 03 aug to now (ongoing). The patient is still in the hospital in the state of tracheal intubation, drowsiness, uncooperative physical examination, slightly weaker muscle strength on the right side than on the left side. No other information is available.